Manufacturer narrative:
The impella cp optical was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old white female patient presenting with post cardiotomy cardiogenic shock. After mitral valve repair (post coronary artery bypass surgery), the patient was unable to sustain hemodynamics. As such, the impella cp optical was chosen for support and inserted into the right femoeral artery without any reported issues. During support, the patient developed poor distal circulation in the impella leg. As treatment, the device was removed and surgical repair was performed to rectify damage of the artery that occurred at the access site. It was unclear as to the specific damage that had occurred. After addressing the circulation issues and access site damage, a new impella was inserted into the patient's right axillary artery without any further issues.